Event description:
The customer stated that he tested his blood glucose and received high readings of 411 and 324 mg/dl using his breeze2 meter. He stated that his glucose was retested using another meter and that reading was 127 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer passed the phone to his wife so that she could troubleshoot the system, but she declined and ended the call. No customer info was obtained before the call ended. No product will be returned.

Manufacturer narrative:
It's not possible to determine the meter manufacture date without a serial number.